Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 69 mm diameter abdominal aortic aneurysm. The aortic neck is 40 mm in length. There was minimal tortuousity and calcification of the vessels and narrowing of the aorta. It was reported that the patient had loss of doppler signal. The physician stated this was due to narrowing of the aorta and ulcer. A thrombectomy was done to open the occluded right limb and the occlusion was successfully resolved. No additional clinical sequelae were reported and the patient is fine.